Manufacturer narrative:
(B)(4). Evaluation summary: the retrieval catheter (rc), torque device, and rc tray were returned for investigation. Analysis noted no blood or saline visible, consistent with the device not entering the anatomy. A kink was noted in the rc 3.5cm proximal to the distal end of the tip. As this kink was not reported, it is likely that the kink occurred from handling either during the attempted insertion or during packing for return to abbott vascular. No other damage was noted to the returned components. A new bare wire was backloaded into the rc with no resistance noted while the catheter was straight. This was repeated with the distal end of the rc slightly curved and the bare wire could not exit the exit port, confirming the reported failure to insert. The guidewire lumen appeared to be blocked. Potential causes for difficulty loading the retrieval catheter on to the guide wire include manufacturing and damage to the guide wire. As analysis was able to confirm the difficulty even with a new guide wire, it appears unlikely that the original guide wire was the source of this event. Dissection of the catheter showed a small protrusion of the lumen material at the rx port weld which may have led the difficulty loading in certain orientations. Review of the lot history record showed no nonconforming material records for this lot and the review of the complaint history showed no similar complaints; therefore, there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified right internal carotid artery, an attempt was made to retrieve the emboshield nav6 filter after successful deployment and post-dilatation of an rx acculink stent. The barewire could not exit the guide wire exit port of the retrieval catheter. A retrieval catheter from another new emboshield nav6 was used to successfully retrieve the filter. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.